Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse ran calibrations and unit passed all testing per manufacturing specifications at the time of service.(B)(4)

Event description:
Covidien received information stating that the ventilator had a loss of communication during ventilation of a patient. The patient was removed from the device and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.